Event description:
Unusual circumstances involving a data entry error followed by a partial delete and reentry of registration information created a condition where the software allowed the release of a blood product with an incorrect blood type label. Confirmatory testing at the hospital identified the descrepancy. The blood product was not released for patient use. A product safety advisory st-99-05 dated 07/09/99 was distributed on 07/09/99 to all customers. Follow-up included a phone call to each customer on 07/12/99 to confirm receipt, understanding of the safety advissory and understanding of the procedural work-around.